Manufacturer narrative:
The reported event is confirmed use related. No sample was returned for evaluation. A potential root cause for the issue could be "device performance is compromised due to re-use". A DHR review is not required as the event is use related.the instructions for use were found adequate and state the following: "do not use ointments or lubricants having a petrolatum base. They will damage latex. This is a single use device. Do not resterilize any portion of this device. Reuse and/or repackaging may create a risk of patient or user infection, compromise the structural integrity and/or essential material and design characteristics of the device, which may lead to device failure, and/or lead to injury, illness or death of the patient." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the device was not returned.

Event description:
It was reported that the patient experienced irritation internally but not sure what was causing it. Patient had been using the product for less than 90 days. No medical intervention was reported. Per customer via phone on 16sep2021, it was reported that patient experienced irritation or itching by magic go 3 catheters and did not see a physician for that and the itching stopped when patient no longer used the catheter. Patient believed that if the lubrication was not removed after using the catheters that causes irritation. Also stated that catheters was of a hard substance and slippery and patient must be careful about not to go in too quick, because it caused a scratch or false passage that bleeds. No medical intervention was needed for bleeding and patient tried catheters intermittently again. Also stated that the patient was now using a red rubber catheter with ky jelly that had a tendency to stick to the skin upon entry. Patient washed the red rubber catheters and reused them, and patient did not know if the tendency to stick to the skin would be on initial entry or on reuse of them.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Device was not returned.

Event description:
It was reported that the patient experienced irritation internally but not sure what was causing it. Patient had been using the product for less than 90 days. No medical intervention was reported. Per customer via phone on (B)(6) 2021, it was reported that patient experienced irritation or itching by magic go 3 catheters and did not see a physician for that and the itching stopped when patient no longer used the catheter. Patient believed that if the lubrication was not removed after using the catheters that causes irritation. Also stated that catheters was of a hard substance and slippery and patient must be careful about not to go in too quick, because it caused a scratch or false passage that bleeds. No medical intervention was needed for bleeding and patient tried catheters intermittently again. Also stated that the patient was now using a red rubber catheter with ky jelly that had a tendency to stick to the skin upon entry. Patient washed the red rubber catheters and reused them, and patient did not know if the tendency to stick to the skin would be on initial entry or on reuse of them.